Manufacturer narrative:
Device passed the self test and the displacement test. No unexpected hardware low level failures error, inter processor communication error, the hardware rtc date and time disagrees with the software maintained date and time , or the motor processor did not report the pumps stroke as finished in reasonable time alarms during testing however, hardware low level failures error, inter processor communication error alarm, the hardware rtc date and time disagrees with the software maintained date and time alarm, and the motor processor did not report the pumps stroke as finished in reasonable time alarm are found in the formatted history file due to a software error.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had an unexpected pump errors 79, 63, 28 alarm. Blood glucose value was unknown at the time of the incident. Troubleshooting was performed due to pump error 63 occurring twice. The device will be replaced and returned.